Event description:
Boston scientific crm received information that the patient implanted with this device was hospitalized due to decompensation resulting from atrial fibrillation. During the hospitalization assessment it was noted that the patient had a history of high right ventricular pacing impedances, increased thresholds and oversensed noise. Although the impedances were high, they were not out of range and no inappropriate therapy was delivered as a result of the oversensing. Additional information received indicates that the patient has since passed away. There were no product performance allegations at the time of death.

Manufacturer narrative:
As of today the device has not been returned for analysis. No additional information was available.